Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the customer's insulin pump was alarming no delivery. The customer also experienced high blood glucose levels. The customer's blood glucose had been over 400 mg/dl. The customer's son declined to troubleshoot for the alarm at the time of the call because the customer was not present at the time of the call. The customer's son was advised that the customer call back in order to properly troubleshoot the issue. The customer did not return the product for analysis.